Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10138 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on the evaluation and similar cases in the past, omsc presumes that the mucosa was torn due to any of the following possible causes. -the tearing of the tissue was caused by the condition of the patient or the tissue. -the grasped tissue was too much. - the device, which had any abnormality, was used. The instruction manual of the device has already warned as follows; *do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. *make sure that the cups close evenly and are properly aligned when the slider is pulled.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
The subject device was used for an endoscopic diagnostic, but the details of the procedure were not reported. During the procedure, it was informed that the mucosa was lacerated. Olympus conducted follow-up investigation to gather additional information. However, no further information was provided.